Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer demonstrated autonomous cursor movement and was unable to control the cursor, causing it to freeze and begin to beep. It was also noted that the programmer failed the finger touch test for cursor misalignment. The power supply was noisy. An electromagnetic interference repair was performed to fix the screen issues and the software was reinstalled and updated to the latest version. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer demonstrated autonomous cursor movement and was unable to control the cursor, causing it to freeze and begin to beep. Troubleshooting steps were taken, including turning the device off and then on again, and an error message was displayed. It was noted that further troubleshooting steps were taken, including switching to another programmer, which functioned properly. There was no patient involvement.